Event description:
Event reported in USA by the customer: "ac adapter prongs broken". Additional information: picture of the broken prongs stocked at the socket. Ref. Imp# (B)(4).

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.